Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with intermittent nose bleeds on (B)(6) 2018. The patient also reported frontal headaches with no vision changes. Warfarin had been held for 3 days earlier in the week due to supratherapeutic inr but was later resumed. A head CT showed no acute intracranial pathology. The issues reportedly resolved on (B)(6) 2018, at which time the patient¿s inr was 2.5. The patient was discharge home and no further issues were reported. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 51 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department on (B)(6) 2018 for intermittent nose bleeds. Warfarin had been held for 3 days earlier that week due to supratherapeutic inr and the patient had resumed taking it. Head CT scan showed no acute intracranial pathology. Hemoglobin (hgb) was 10.5 gm/dl and inr was 2.5 on (B)(6) 2018. The patient was admitted in the emergency room for observation and discharged home with follow-up. Unspecified medication changes were made. The patient had reported a history of frontal headache with no vision changes, chest pain or shortness of breath.